Event description:
The hospital reported that during ligation procedure, the vasoview hemopro 2 broke at the joint. Some of the coating came off. The jaws wouldn't fully open. No patient harm was reported. Due to malfunction no added incisions or time was needed. The new kit was opened to finish procedure. No components of the device detached inside the patient. The endoscope was within the cannula before the harvesting tool was inserted into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. Per photo provided by the complainant, it is observed the shaft is peeled.

Manufacturer narrative:
Tw (B)(4). Event site name exceeds character limitations: ((B)(6) hospital). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.